Event description:
It was reported that (1) device was used during a postpartum hemorrhage procedure. It was reported by the affiliate that the pph01 instrument fell apart (knife malformed). There was abnormal feeling during firing. The anastomosis was incomplete, consequently additional treatment was required.